Event description:
The facility reports incident of a cracked luer connector on the fistula needle. Leak was noticed approx one minute after initiation of hemodialysis treatment. Ebl = 400 cc. Pt was hospitalized, however the user facility provided no further info on the reason for hospitalization or the pt condition. MDR is filed for blood loss only.